Event description:
Hcp reported the pt presented in 2003 with signs of withdrawal including nausea, fatigue, and pain. The pump alarm was set to sound the following day. The expected reservoir volume was 2cc and the actual reservoir volume was 1cc. The refill was performed and was reported as uneventful. The pt is doing fine.